Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that irregularities were noted on the external appearance of the camera. There were defects also noted on the leakage detection of the device causing improper reprocessing. There was no patient involvement reported.